Event description:
It was reported that the patient presented to a scheduled procedure. Prior to the procedure, the right ventricular lead exhibited high capture threshold and pacing impedance. The lead was explanted and replaced. The patient condition was stable.